Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA. H3, h6: part: 03.010.019, lot: 22p0659, manufacturing site: hägendorf, release to warehouse date: 25-november-2019. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. The product was not returned to medtech orthopaedics; however, photos were received for review. The photo investigation revealed that [03.010.019, depth gauge f/lock-scr meas-range-110 f/] has been bent. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the [depth gauge f/lock-scr meas-range-110 f/] would contribute to the complained device issue. Based on the investigation findings, the depth gauge f/lock-scr meas-range-110 f/ has bent because of cause trace to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a procedure, the tip of the depth gauge was very bent. This was discovered when the instrument was opened.